Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red, itchy rash by the vibration box of the lifevest equipment. There were no allegations of any bleeding, oozing or weeping wounds. The patient's physician reported that the patient was using olive oil mixed with cortisone for the skin irritation. It is unclear if the treatment was recommended by the physician. Reporting out of abundance of caution. Outcome of the irritation is unknown as follow up attempts were unsuccessful.